Manufacturer narrative:
Intuitive surgical inc. (Isi) received the green sureform 60 reload associated with this complaint. Failure analysis confirmed the reported event. The stapler reload was found to have lodged staples wedged in between the stapler reload in front of the knife. The knife was not abnormally exposed. A visual inspection confirmed there were 4-5 lodged staples ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade/knife damage observed. The stapler reload blade was found to have mechanical indentations. Isi also received the surefrom 60 stapler instrument associated with this complaint. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green sureform 60 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has received the green sureform 60 reload and sureform 60 stapler instrument involved with the reported event; however, as of the date of this report, the failure analysis evaluation of the products has not been completed. A review of the logs show that two staplers were used. The first stapler used was a sureform 50 stapler instrument (part #480460-09; serial # (B)(6) ) and was installed on the system 5 times. The stapler instrument fired 4 green sureform 60 reloads. On install 1, no clamping or firing was attempted. On installs 2-5, all clamp attempts appear to have been successful, and the firings were each completed with no pauses for compression. The next stapler was a sureform 45 stapler instrument (part #480445-04; serial # (B)(6) ) and was installed on the system 2 times. This stapler instrument fired 2 green sureform 45 reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first 3 clamps were successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the system logs. Refer to medwatch report (MDR) with MFR report #2955842-2024-21164 for MDR submission of the event reported against another green sureform 60 reload. Refer to medwatch report (MDR) with MFR report #2955842-2024-21165 for MDR submission of the event reported against a green sureform 45 reload.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, tissue was pushed and not properly cut when a green sureform 60 reload was fired with a sureform 60 stapler instrument on stomach tissue. The event occurred while the surgeon was performing a collis gastroplasty on the stomach. The sureform 60 stapler instrument had worked on the first two fires. However, during the third and fourth fires, the stapler completed the firing sequence, but when the jaws opened up, staples fell inside the patient. It was noted that the staples were opened and not shaped in a "b" form. The surgeon retrieved the unformed staples. The surgeon then opened a sureform 45 stapler instrument with a green stapler 45 reload installed to attempt to staple the tissue. Another tissue pushout event occurred on the first fire. A new stapler 45 reload was used which successfully fired on the tissue. The surgeon performed a leak test after completing the stapling and confirmed no bubbles. The surgeon over sutured the staple line as a precaution. It was noted that both stapler instruments seemed to not clamp properly onto the tissue. There were no error messages. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaw. The surgeon did not fire over an existing staple line. No buttress material was used. There was no bleeding. There was no unplanned tissue removal. The patient is recovering well.